Manufacturer narrative:
The pod was returned with the cannula assembly fully deployed. Initial inspection found the soft cannula to be kinked. The kink did not prevent the flow of fluid during fluid path testing. Leak testing was performed due to observations of smelling and feeling insulin by the customer. Leak testing found a leak in the exposed portion of the soft cannula. It cannot be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Inspection of the adhesive pad, bottom housing, soft cannula, and formed needle found no damages or manufacturing deficiencies that would result in an infection. The cause of the reported infection could not be determined.

Event description:
It was reported that the patient's blood glucose level reached 253 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated by applying a new pod and administering a correctional bolus.